Manufacturer narrative:
The device has not been rec'd at the analysis site for evaluation as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that the balloon was slow to deflate and that there was withdrawal resistance. The event occurred on a somewhat calcified lesion located in the proximal left anterior descending (lad) artery. The procedure utilized a short introducer sheath 6 fr, fl 4 diagnostic catheter 5 fr, fr 4 diagnostic catheter 5 fr, boston scientific pigtail angled diagnostic catheter 5 fr, medtronic z2 ebu 4.0 guiding catheter, and a guidant balance middle weight guide wire 190 cm. The physician predilated the 90% stenosed distal lad with a 2.5x15mm maverick monorail balloon at 8 atmospheres (atms) for 9 seconds, 8 atms for 16 seconds, and 6 atms for 11 seconds. Then the physician deployed a taxus express2 2.50x20mm stent in the distal lad at 14 atms for 34 seconds and 14 atms for 26 seconds. This stent was successfully delivered and the stent balloon was removed. The physician then deployed a taxus express2 3.00x28mm stent in the 90% stenosed proximal lad at 16 atms for 43 seconds. The balloon would not deflate and the physician used a syringe until it pulled negative. The physician noted a great deal of withdrawal resistance. The physician saw that the balloon had deflated completely angiographically and was able to remove it. The physician then postdilated the stent with a 3.25x15mm quantum monorail balloon at 18 atms for 32 seconds and 16 atms for 33 seconds. The quantum balloon was removed. Medication included integrilin, fentanyl, lovenox, and versed. The stent was successfully deployed and no pt complications were reported. The pt was transferred to the coronary care unit (ccu) upon completion of the procedure.